Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open yellow (pgnd) wire in the trunk cable. The cause of the test failure and the displayed service code is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient received a service code 204 (belt unusable).